Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the ratchet gear and sliding pin were replaced, and the ratchet assembly was lubricated which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was not ratcheting. Does not ratchet, event timing was during surgery has been used more so like a wrench. No additional graft taken delay of 30 minutes occurred and additional general anesthetic time was increase as a result. No harm to patient. There was no adverse event reported as a result of this malfunction.